Event description:
It was reported that the pump battery would not charge, despite using a tandem charging cable and attempting to charge it via a wall outlet and different charging accessories. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the customer received a replacement pump to ensure insulin delivery was not interrupted.